Event description:
Revision surgery - the stem was loose due to a fracture.

Manufacturer narrative:
Corrected data: lot number for concomitant part number 497-34-000 was corrected from lot 36c1000 to lot 636c1000. Manufacturer narrative: the reason for this revision surgery was the stem was loose due to a fracture. The in-vivo length of patient service for the implant was 6.9 years. There is no information in this complaint about any patient activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were 2 non-conforming material reports (ncmr) associated with the part 425-01-007, hip, stem, linear, standard, reduced neck, size 7. Both ncmr (B)(4) states the identical nonconformance (B)(4) were rejected due to dark spots on porous coating and were reworked with suitable operations and accepted. All items in the lot met the fit, design and functional requirements. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to the loosening. There are many factors that may contribute to the event that are outside the control of djo surgical are loose joints from inadequate soft tissue support, degenerative bone, excessive range of motion. Agent has mentioned that the stem was loose due to a fracture, so the event may possibly have occurred due to patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.